Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2016. To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records for this serial number found that previous rework performed on this unit is not related to this evaluation.

Event description:
The customer reported that during a hysterectomy procedure, the forcefx unit was used with a davinci si robot. The site was reportedly using a non-covidien fenestrated bipolar instrument with the lubrication that davinci recommends. However, the instrument was sticking to tissue and ended up tearing the uterine artery. The blood loss was described as minor and there was no need for a transfusion. Another instrument was used to repair the torn artery. The generator had been set at 45 bipolar - macro for this procedure. .